Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was detached and the imaging core coiled. The imaging window was not returned for analysis.

Event description:
Reportable based on device analysis completed on 20dec2023. It was reported that a catheter issue occurred.the opticross imaging catheter was advanced for ultrasound examination of the target lesion, but the catheter kinked and could not cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. However, device analysis revealed the imaging window was detached.